Manufacturer narrative:
Correction: h6 - device code should have been 3190 in initial report.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to battery depletion in their scs ipg. Surgical intervention will be required to resolve this problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.